Manufacturer narrative:
The report that the ipg was at eol was confirmed. Analysis of the returned ipg found the device declared elective replacement indication (eri) and end of life (eol). A longevity calculation confirmed normal battery depletion based on average device usage. When eol is declared communication with the device is possible but entering a successful programming session and stimulation will be inhibited. The root cause of the reported issue was due to normal battery depletion. Therefore, this does not meet the reportability criteria.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that device was reaching end of life. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Event description:
Additional information received indicates that the patient lost therapy as the ipg was inoperable. The patient last had therapy a month ago. Therapy has been restored post operatively.